Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles on the shell. Weight measurement identified device weight was within specification. After autoclave cycle was observed cloudy color in the gel. A microscopic analysis was performed which identified no other observation observed. Based on the device analysis, the final assessment is device intact and functional.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Device remains implanted.